Event description:
It was reported to philips that the host pc does not start automatically after psu replacement on a allura xper fd10. The clinical use of the system was unknown. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the pc power supply and identified that the mpd control unit requires replacement. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).